Event description:
It was reported that this right atrial (ra) lead exhibited high threshold measurements during the implant procedure. The lead was repositioned but did not resolve the observation. Later the lead was removed and replaced without incident. It is unclear if the lead was removed during the initial procedure or if the patient required a secondary surgery. A request for clarifying information has been submitted to the field but as of today we have not received a response. Additional information received from the field confirmed that there was no secondary procedure. The high threshold measurements were identified and resolved within the initial implant procedure. There were no adverse impacts to the patient.

Manufacturer narrative:
B5 updated due to additional information received confirmed that this observation occurred during the initial implant procedure. With this information, this no longer meets the definition of reportability.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited high threshold measurements during the implant procedure. The lead was repositioned but did not resolve the observation. Later the lead was removed and replaced without incident. It is unclear if the lead was removed during the initial procedure or if the patient required a secondary surgery. A request for clarifying information has been submitted to the field but as of today we have not received a response. The product has been received for analysis. This report will be updated upon completion of analysis.